Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results, flagged with low panic, were obtained on three patient samples on the dimension exl 200 instrument. Quality control (qc) and calibration were acceptable range on the day of testing. The customer replaced the integrated multisensor technology (imt) sensor. Siemens remotely assisted the customer, who performed a backflush, primed all imt fluids, and ran electrolytes' qc, which recovered acceptably. The customer also cleaned the imt waste line three times, cleared imt ports at the tower, cleared x0 tubing at the port fitting and rotary valve, and adjusted the pump rate. The customer cleared the waste fitting at the top of the waste bottle. A siemens customer service engineer (cse) has been dispatched to the customer¿s site. During this visit, the cse cleaned the rotary valve to remove salt buildup, observed a stable pump rate, and ran a precision study which recovered acceptably. Siemens further evaluated the event and concluded that the buildup of salt in the rotary valve potentially contributed to the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results, flagged with low panic (lp), were obtained on three patient samples on the dimension exl 200 instrument. The depressed results were not reported to the physician(s). The samples were repeated on an alternate dimension exl 200 instrument. The repeat results obtained on the alternate instrument recovered higher than the previous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.